Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device did not cut evenly during surgery. There was no injury to the patient, no delay, and no medical intervention. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record for part # 00219500000 determined the sideplates were loose and the cutter and roller were worn. The sideplates, cutter, and roller were replaced and resolved the reported issue. Lot identification is necessary for review of device history records, and lot identification was not available. Devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional information available.